Manufacturer narrative:
The analysis results found that the device was returned with the blade cracked due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during pr-op or general use. In additional, minor blade damage may increase in severity during subsequent activations, and my result in blade "lockout" laster in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure".

Event description:
It was reported that the device was used during a gastric by-pass procedure. The device stopped functioning. There was no patient consequence. Unknown how the case was completed.